Event description:
It was reported that the downstream occlusion pressure sensor did not work. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found fluid contamination of the downstream and upstream seals. The downstream occlusion seal was loose. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to fluid contamination. As a result, the downstream occlusion seal/sensor and upstream occlusion sensor, and bezel were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.